Event description:
A consumer reports experiencing double vision monocularly and binocularly, along with poor near vision following bilateral intraocular lens (iol) implant surgery. He also reported that he has seen two other doctors and the last doctor gave him a prescription for some glasses that did not seem to help. Consumer also reported that he had yag surgery on both eyes. Additional information was received. The surgeon reported the patient has a history of glaucoma and postoperatively experienced occasional elevated intraocular pressures. The patient reported double vision, trouble reading and headache following surgery. A yag laser treatment was performed and punctal plugs were inserted. The patient was given contact lenses. The surgeon reported the iol did not cause or contribute to the event however, the cause of the event was not identified. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested on 07/14/2008, 07/21/2008, 07/16/2008 by phone, fax and mail. A completed questionnaire was received on 08/01/2008.